Event description:
It was reported that when using the bd pyxis¿ es server, was on critical override and disconnected mode. The user restarted the device several times but still failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that the device was on disconnected mode and critical override. A technical support specialist (tss) worked to resolve the device synchronization issue by first guiding the customer to unpend and reapply the knowledge article ¿sync 2.0 download failure sequence contains more than one element duplicated pended medication.¿ tss initiated a data synchronized snapshot build and temporarily adjusted server settings, including increasing the server database command timeout to 1800 seconds, the snapshot query page size to 1,000,000 records, and the database transaction timeout to 300 minutes. The snapshotbuilder service was restarted and completed successfully. Tss contacted the user and confirmed approval to take the device offline for synchronization. The device was fully synchronized, and validation confirmed all downloads were current and the device was no longer in critical override. The server snapshot builder max snapshot age setting was reverted from 1 hour back to 12 hours, and the data synchronized service was restarted. Tss also recommended unloading each drawer on the device to fully clear the condition and ensure resolution. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, was on critical override and disconnected mode. The user restarted the device several times but still failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.